Event description:
During a colectomy, the device staples would not close in the tissue. The legs would not close all the way. A second device was opened to complete the case and worked fine.

Manufacturer narrative:
Tracking #.16838. Date sent: 12/07/1998. D5; h4: information not available. Proximate rotating head wide skin stapler: based on the inquiry information and the visual examination it was concluded that reported "dehiscence" may have been caused by the staples inability to penetrate the skin. The instrument was returned in good physical condition. The instrument was test fired in the lab and fired 23 conforming staples without incidents. It was concluded that the instrument was conforming to design specifications.